Event description:
It was reported that there was an issue with pl572t - ligature clip 12 mag.= 144 pcs. According to the complaint description, the cartridge fell off during an unspecified procedure. An additional medical intervention was required. The cartridge fell into the patient's body. Additional information was not provided. The patient has no infection. The adverse event is filed under aag reference (B)(4). Involved components: pl522r - shaft compl.d:5 mm l:310 mm - (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number(s) was provided, a review of device history records (DHR) was not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based on the investigation results, a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference (B)(4). Involved components: pl522r - shaft compl. D:5mm l:310mm - 400561315.